Event description:
During the index procedure there was one endeavor sprint rx drug eluting stent implanted in the rca. It is reported that approximately 5 days post index procedure the patient suffered a gastrointestinal (gi) bleed. The patient was hospitalized. No further complications were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (gi bleed). (B)(4).

Event description:
The patient had dapt interupted for 2 weeks following the previously reported gi bleed which occured 5 days post index procedure.